Event description:
It was reported that customer received a minimum fill notification occurred. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer would load a new cartridge to address the issue.